Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that retainer is hard to get on and impossible to get off, patient noted sensitivity and chipped tooth. Requested information on sensitivity and chipping of tooth. Requested patient to soak retainers and then provide a video of them placing and removing them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.